Event description:
A pt reported one touch basic meter allegedly would only prompt the "insert strip" message and was hospitalized as a result. At the hospital pt's "blood sugar was high in the 600 range". Unk if any treatment was given. No further info has been reported.